Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found no visible damage on the upper jaw part. We found visible damage on the bottom jaw part. In the front area of the cliprail. The measurement of the devices was carried out by the quality assurance department. Conclusion and root cause: the root cause of the problem is most probably maintenance related. Rational: due to the deviation at the components of the shaft, the instrument is no longer according to the specification. Without further knowledge about the circumstances we assume a maintenance failure. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a surgical procedure the clips applier was used together with the clips. Several clips fell into the abdomen. The clips were removed from the abdomen with a forcep. The surgery changed the clip magazine. Then the magazine got loose and also fell into the abdomen. After that the clip applier was changed to a new one. The clips were put into place and everything worked fine after that and the surgeon could continue the surgery. The surgery was not delayed for more than 15 minutes.